Event description:
The customer reported a heparin over infusion. A 500 ml bag of heparin was started at 1615 and approximately 1.25 hours later the heparin bag was empty. Heparin was running at 18u/kg/hr (14 ml [presumed to be 14 ml/hr]). Patient had elevated lab values and required vitamin k for treatment.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). Devices not received, log review only. The facility biomed will be testing the pump for rate accuracy. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.